Manufacturer narrative:
(B)(4). Batch # n56k64. Additional information was obtained: the sales rep¿s understanding is that the device was not fired plastic to plastic the last stroke to be able to open the jaws device evaluation: the analysis found that one ec45a device was returned with no apparent damage and with one ecr45b cartridge loaded in the device. The cartridge reload was received fully fired. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device opened and closed without any difficulties noted. The batch history record was reviewed and no protocols or ncr related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during an unknown procedure the stapler locked up after fired and had to wiggle to release tissue. Unknown as to how the procedure was completed. There were no adverse consequences for the patient.